Event description:
A medtronic representative reported that, while in a spine procedure, a cancellous drill was bent. A new drill was opened and used to continue the procedure as planned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number, or serial number, not available. Part not returned to manufacturer. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect part not returned to manufacturer for analysis. Return is not expected. Part not returned to manufacturer.